Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It is unknown whether the device has been explanted. (B)(4).

Event description:
It was reported to medtronic neurosurgery via social media that the patient had headaches, dizziness, nausea, and vomiting for nearly 2 weeks. According to the report, the patient had slit ventricle syndrome and the ventricle had collapsed on the shunt. The report stated that the shunt¿s reservoir could not be depressed. Reportedly, the patient had low icp according to a shunt tap; however, an lp showed that the pressure was 10.4.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.